Event description:
It was reported that the device was used during a laparoscopic colon resection. The device articulation handle was clicking, but not articulating. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth.